Manufacturer narrative:
A follow-up will be submitted if additional information is available.

Event description:
It was reported that there was an issue with silkam suture. The suture was noted to break, especially when knotting. The malfunction occurred during dental surgery. There was no patient harm. No additional information was available.

Manufacturer narrative:
Investigation: samples received: 24 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received 24 closed samples for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.90 kgf in average and 0.84 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Reviewed the batch manufacturing record of this product, this batch had an incidence but was released into the market fulfilling usp/ep and b.braun surgical requirements. Remarks: when working with silkam suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.